Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive except the up arrow button. The customer attempted to bolus but the numbers kept scrolling. The insulin pump was exposed to sweat. The insulin pump alarmed button error after changing the battery. Customer's blood glucose level was 97 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics and motor noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.